Event description:
It was reported that when using the bd pyxis¿ medstation¿ es center main 1.249 whole drawer failed not specific cubie. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device involved in the incident, the field service engineer (fse) confirmed that the unit had no functional issues. The preventive and corrective adjustments were already completed. No problems were identified. The system functioned as intended after the field service engineer investigated the device.